Manufacturer narrative:
The subject device was returned to omsc for investigation. There was no damage on the probe and the non-insulated area. However, the coating on the outer surface of the grasping section was partially missing. As the result of the checking of the probe, no error occurred. In addition, we activated output with the grasping section closed but short circuit error was not displayed. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. It assumes that the error could occur since output was activated while the probe contacted hard or thick tissue or other instrument. There is possibility that scraping filthy jaw with a scalpel or the tip of tweezers resulted in the peeling of the coating. The instruction manual of the device has already warned as follows; - the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. - if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During dissection of neck, parotid gland and trachea, probe damage error (u504) occurred. The doctor completed the procedure with another device. During the investigation on august 4, 2017, olympus medical systems corp. (Omsc) found the coating on the outer surface of the grasping section was partially missing. There was no patient injury reported.